Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Probable root cause: pressure sensor malfunction/out of calibration inflow cassette/ tubing pressure sensor membrane failure mis-inserted cassette/ tubing motor encoder malfunction/failure (inflow and/or outflow) roller wheel assembly (inflow and/or outflow) malfunction/failure roller wheel failure due to peristaltic tubing debris build-up main board (all) /imx failure (cf) software malfunction use error system design unwanted movement of internal components/wiring pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) pump operated at least-favorable environmental conditions for extended period of time run screen does not adequately indicate overpressure situation miniwashmalfunction (cf) command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) excessive use of wash or turbo slow reaction time to a quickly closed off shaver outflow at high flow rates power failure of pump pressure sensor stuck behind the sensor bracket the reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that there was swelling of the shoulder. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was swelling of the shoulder. The procedure was completed successfully.